Event description:
Patient had existing tracheostomy, held in place with trach ties. The flange where the trach ties are anchored on the right side broke. We are planning to return broken supply shortly. This is the second occurrence with same equipment.